Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). The fse said they were getting very backed up with the g8 not running properly. He was working with them over the phone. Fse called because he knew that they actually have 2 other g8's in addition to the 1 they are using. Fse performed the method validation on the new g8's when he did the installation. However, they did not go live, and by the time they got around to it, the method validation had to be repeated. Customer is not working on that so they can make the move. Fse is working with the account to resolve the issue. The most probable cause of the reported event was not getting chromatograms when running controls / validation method.

Event description:
On (B)(6) 2016, the fse (field service engineer) reported to ts (technical support) that a customer was having qc (quality control) problems with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.